Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00120 on 03-feb-2020. Additional information: (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. MDR 2432235-2020-00121_s1 was filed for the same event.

Manufacturer narrative:
(12-jan-2020): an urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. The customer received the urgent medical device recall letter on 20-jan-2020. MDR 2432235-2020-00121 was filed for the same event.

Event description:
Discordant, falsely elevated cardon dioxide concentrated (co2_c) results were obtained using an atellica ch 930 analyzer. The initial result was reported to the physician(s) and not questioned. Repeat testing was performed for one of the samples using the same sample and same instrument, resulting lower and as expected. The repeat result was reported to the physician(s). Repeat testing was not performed for the second sample. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.